Event description:
A male pt contacted lifecor customer support to report that neither battery pack would power up the monitor. Pt looked into the battery well and there did not appear to be any damage. Support sent a lifecor pt services rep (psr) to the pt to exchange the monitor and both battery packs.

Manufacturer narrative:
Monitor - 2008. Battery pack - 2008. Battery pack 2008. Device evaluations of monitor battery pack, and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Battery pack was fully functional. It was restocked. Battery pack had a damaged connector and mismatched cells. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The root cause of the defective cells is not known, but was probably due to excessive discharging. The battery pack was repaired, retested and restocked. The damaged connector on the monitor. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.